Manufacturer narrative:
The actual hand piece device was received and evaluated. (B)(4) completed an evaluation and confirmed the reported condition. The device was tested and the event was duplicated. Evidence indicate this is due to usage wear over time as components are worn from normal use. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the "red attachment was not holding the burr." The reported condition occurred during pre-surgery. The planned surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.